Event description:
The salute fixation device is intended for fixation of prosthetic material. The device was being used to conduct a laparoscopic hernia repair. The salute system deployed a straight wire into the patients flesh, which was removed by the surgeon. There was no adverse event.